Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and no missing segment or partial display noted during testing. Device received with device received with peeling display window cover. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the adhesive on top of the screen was not working well, it appears to be came off. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.